Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp improperly disconnected from the hc and then reconnected. The technical service representative (tsr) explained that the improper disconnection and reconnection was the reason for the alarm. The care giver (cg) stated that the hp disconnected to get a drink of water as the hp has anxiety and could not sleep. The tsr had the cg close all clamps and cycle the power on the hc. The tsr advised the cg to start therapy over with new supplies. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting and reconnecting is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.